Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
We spoke with the customer, he indicated when the user reported the complaint to him he tested the unit with the calibration gas and could not get readings. He then tested a unit in different procedure room and that unit tested fine. He then retested the unit in question with the sample line and water trap that was used with unit that tested fine and the issue still occurred or followed the unit in question. We informed the customer that the unit in question has been fully tested, and we have not reproduced the issue. The customer is not at the facility today but will be there tomorrow and is going to ask the staff if the loaner unit that was provided has been used and if there has been any issue with the loaner. He is also going to check if the exhaust gas collection is configured in the same manner as the unit that did not have issues and verify the configuration on the unit that did fail.